Event description:
Two pumps were used: pump #1: pump was supposed to be infusing magnesium 1 gm at 100 ml/hr, initiated at 1223. At 1305, bag appeared almost as full as when infusion was initiated, but pump registered 70 ml infused. Rn requested to review pump, and also acknowledged pump registered 70 ml infused, though bag appeared almost full and drip chamber had no evidence of dripping. A kink was discovered directly above pump and released, and then we could visualize drips in chamber as expected. Pump removed from use and new pump obtained as pump failed to alarm occlusion, and in fact, was registering infusing of ml. Pump #2: 50 units/50ml of units of insulin infusing per orders. Blood sugar checks managed via glucostabilizer. Patient blood sugars continued to rise, and patient was requiring high dose insulin per glucostabilizer. 50ml/50u bags were running. The bag lasted an entire shift, it did not run dry despite the rate of the drip being 13-20ml/hr. This happened another shift with the 50ml bag. When I came on shift, I changed the program on the pump to the 100 units/100ml of insulin and changed the bag to the 100units/100ml bag. I kept the same ordered units of insulin/hr. The due blood sugar was 24 on the arterial line draw and confirmed in labs. The pump was reviewed by bio med and reports sent to the educator, informed me this is not the first time she has had something "odd" happened with the 50u/50ml program. Patient was given d50 and abnormal blood sugar was reported to md. There were no other episodes of hypoglycemia. Testing: four devices sent to biomed with an internal incident report explaining that an under infusion had occurred. The medical staff managing the patient stated that the device was programmed to run a course of medication and at the end of the program there was still medicine left to infuse. The manufacturer offered two suggestions, a possible partial occlusion due to human error and the possibility that the device may have alarmed an upstream occlusion and by pressing continue; that the device would recalibrate itself to the new pressure and continue to presume it was infusing when it may not be. We were unable to replicate a partially occluded scenario in a bench test setting. We were able to successfully replicate continuing the device when it reported an upstream occlusion with three random devices. When this occurs, the device prompts you inspect the tubing and then to press ¿start/stop¿. According to the manufacturer, restarting in this manner recalibrates the sensor and is seemingly unavoidable as the ¿start/stop¿ buttons are the same soft key. After testing the devices and duplicating the failure manually, we were witness to a complete failure of one device in that an entire 5-hour run at a rate of 100ml/hour and a vtbi of 500ml completed without a single error and the line manually and completely blocked. The device measured an actual delivered of under 0.5ml.